Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, after placing the 9mm x 30mm screw biosure regenesorb, it was noticed that it had not been properly fixed. The screw was changed for a larger size (10mm x 30mm) and it was used in the same bone hole. There was a delay of 3 minutes in the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported 9x30mm biosure regenesorb screw, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. As reported the patient has hard bone and an 8.5 mm tunnel was utilized to prepare the insertion site. Per the instruction for use (IFU) in case were hard bone is encountered a tap 1mm larger than the screw should be used. A review of all manufacturing and complaint records was performed for the reported device and lot, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.